Event description:
Customer reported, the x-ray on lamp stayed lit after the x-ray switch was released.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated circuit cards, cable connectors, and replaced coin batteries. System operates as intended.